Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their equipment was going "hanky" when they try to charge their implanted neurostimulator (ins) and their controller would display an error message when charging since "a week or so ago," but they weren't sure of the error message. Pt noted when they try to charge their ins, their controller says "wrong place" (patient services specialist (pss) understood this as the "no device found" message). Pt added that when they charge their ins, they felt "shocks/tingling" form the recharger antenna (rtm) and the rtm relay box would get very hot. The pt was helped the pt inspect the rtm cord, and rtm plug. Pt mentioned the rtm cord was bent near the rtm coil, but their was no frayed wires. Pt noted they would also see a message on their controller when increasing their intensity, but they weren't sure of the exact message and they would have to remove/re-insert the battery pack into the controller. Pt mentioned their controller would be unresponsive randomly and they wouldn't be able to unlock their controller when the controller battery was charging in the wall outlet. Had the pt plug their ac power supply into their controller and they were able to charge the controller battery. Pt unlocked their controller and noted their controller battery was at 100% and their ins battery was at 30%. The issue was not resolved. An email was sent to the repair department to replace the rtm.